Manufacturer narrative:
(B)(6). Any additional information received from customer will be included in a follow up report. (B)(4). Results of investigation: the carefusion service department inspected the unit and was unable to duplicate the reported issue throughout all testing. The uim operated to manufacturer specifications with no failures or damages detected.

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) goes blank a couple minutes after powering on the unit. The customer stated there was no patient associated with this event.